Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 6.4, lab: 3.9. Customer stated that this data was from within the last week (customer called in on (B)(6) 2011). However, they also stated that they were having issues since (B)(6). Therapeutic range 3.0-3.5. Pt was hospitalized during (B)(6); no additional information on hospitalization available. No information available if pt had received heparin/lovenox treatments. Recently taking antibiotics, bactrim and doxycyline; started 2 weeks before testing on meter. Caller stated that pt was not on antibiotics when pt was tested on meter.